Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. The customer was unable to fill the tube manually. The insulin pump alarmed no delivery again during manual prime. Changing the reservoir resolved the issue. Customer's blood glucose level was 240 mg/dl. The device was not returned.